Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Reason for reoperation is seroma-late. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side "trace amount of peri-implant free fluid is physiological" and "scattered tiny cysts in both breasts with benign features". Device remains implanted.

Event description:
Additionally, healthcare professional reports "double lumen capsule". The device has been explanted.